Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 08aug2023: the procedure being performed prior to closure was a percutaneous coronary intervention.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician indicated that the arteriotomy locator did not feel like it fully snapped into the sheath. When both were advanced together over the wire into the patient, the arteriotomy locator backed out of the sheath and the two components separated. He experienced this same issue a few times recently, so he immediately asked for an additional device. The second device was opened, and the same thing happened. He finally completed the closure with the second device by holding the sheath and the arteriotomy locator together in his hand to keep them from separating. The estimated blood loss was less than 250cc. There was no injury to the patient and the patient was stable. The procedure outcome was successful.